Event description:
It was reported that this peritoneal dialysis (pd) patient was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2026 due to abdominal pain and confusion. The patient was admitted to the hospital. The patient had pd cultures obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime 1g daily (duration not provided). The patient¿s white blood cell (wbc) count was 4,488 with 82% polymorphonuclear (pmn) cells. The cultures resulted positive for serratia marcescens. The patient did not require a pd catheter removal. The patient is completing continuous ambulatory peritoneal dialysis (capd) in the hospital and remains hospitalized. The cause of peritonitis was attributed to possible contamination and bowel obstruction. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. There is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was attributed to possible contamination and bowel obstruction. The culture result of serratia marcescens supports that as, ¿serratia marcescens is a gram-negative conditional pathogen commonly found in the urinary, gastrointestinal, and respiratory tracts.¿ (yang & li, 2020) based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.